Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Rv defib impedance dropped to 13 ohms on (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product 429688 lead, implanted (B)(6) 2012. Dtmb1d4 crt-d, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for an out of range (oor) low impedance warning on the right ventricular (rv) lead. It was noted that the patient has undergone chemotherapy and an insulation breakdown was suspected. Four days later a high voltage lead fracture was confirmed and it was noted that there was five failed shocks due to the fracture and the patient¿s ventricular tachycardia (vt) spontaneously converted. Additionally, it was noted that there was a lead integrity alert (lia). The rv lead detections were turned off and the patient was given a life vest. The rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.